Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report (B)(4) 2017. The implanted device remains.